Event description:
The reporter states that he obtained a blood glucose result of 596 mg/dl on the accu-chek aviva system in comparison to a lab result of 120 mg/dl. The results were obtained within a 10 minute timeframe. No reported symptom/actions/treatment. No adverse event reported. New system sent and return requested.